Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these deformations were caused by overrotation of the inner coil during surgery. Furthermore the analysis revealed cuttings in the insulation at approximately 21-22 cm distal to the is-1 connector pin. Blood penetrated the lead in these areas. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen. Coagulated blood was identified in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to an insulation breach and impedances dropping. There were no adverse patient events reported. Should additional information be received, this file will be updated.